Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of '3rd blue button not functioning' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the worn 3rd soft key. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had the 3rd blue button not functioning. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.